Event description:
Through journal article "the impact of breast implant cohesivity on rippling and revision procedures in 2-stage prepectoral breast reconstruction", 53 patients were implanted with cohesive breast implants. 11 patients experienced rippling and 1 patient experience infection (unknown onset). Device status is unknown.

Manufacturer narrative:
Article citation: neil parikh, goutam k gadiraju, matthew prospero, yizhuo shen, bryce f starr, erik reiche, colby j hyland, sarah j karinja, justin m broyles, the impact of breast implant cohesivity on rippling and revision procedures in 2-stage prepectoral breast reconstruction, aesthetic surgery journal open forum, volume 6, 2024, ojae028, https://doi.org/10.1093/asjof/ojae028 the event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset).